Manufacturer narrative:
Based on the limited information available to 3m, it is not known what role, if any, the lava ultimate crown played in this event. Other factors, such as prior tooth history, may have played a role in the need for tooth extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient who required extraction of tooth #5; patient age and gender were not provided. This tooth had received a lava ultimate cad/cam restorative for ts150 crown on (B)(6) 2014. On (B)(6) 2015, the crown debonded and on (B)(6) 2015, it was reported to have fractured, which led to the tooth fracture.